Manufacturer narrative:
Additional information will be provided once the investigation is completed. The following serial numbers involving a similar product were also implicated in this event: (B)(4).

Event description:
It was reported that the unit was dull.